Event description:
It was reported that loss of capture was observed on the device. The patient was hospitalized with fatigue. The patient was stable and will continue to be monitored. There were no adverse consequences.